Event description:
After an implantation period of approx. 88 months, it was reported that a follow up indicated high shock impedance. Therapy is switched off.

Manufacturer narrative:
Device was explanted on (B)(6) 2020. The lead fragments and the ICD were returned for analysis. Upon receipt the lead was found cut 13cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An approximately 2cm long medial lead fragment was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the returned lead fragments was scrutinized. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead area, a damaged insulation due to abrasion was noted. In addition, the distal lead area was found covered in calcified tissue. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. Further damages like the cuts into the insulation 23cm proximal to the lead tip, the from the atrial ring electrodes torn of insulation, the outside the lead-body loop-shaped conductors, the broken conductor cable and the deformed rv shock coil most likely occurred during the explantation procedure. The manufacturing processes for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes which may be related to the observed damage characteristics. The analysis of lead and ICD revealed no indication of a material or manufacturing problem.